Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a cage and end cap to be implanted in a patient during a vertebral body replacement for an l1 vertebral body compression. It was reported that f13d 16 mm cap was inserted in l1 and installed in the vertebral body. It was able to be installed, expanded, and the final tightening was performed. T2 itself also moved a little when removing the cage from the holder, so it was removed. The removed cage was performing a final, but it was expanded when the physician held it. Since it was expanded despite being final, it was not reinstalled and was replaced with f20 cage. The centerpiece could not be fastened in the patient's body. The end cap was too hard to be attached. The products were used on the patient and the patient was on the operating table when the products malfunctioned. There were no symptoms or complications as a result of this event. There was a delay of less than 60 minutes in overall procedure time. It was unknown if the patient needed to be hospitalized/ stay longer. The dates of implant and explant was 7-jul-22. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part# 4361160 ; lot# ca19c078- visual and optical inspection did not reveal any damage to the end caps. The caps were returned attached to the centerpiece. The caps appear to function as intended. No fault found. H6: updated eval. Code method, eval. Code result, and eval. Code conclusion post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.